Event description:
The customer reported the hd 3cmos autoclavable camera head had no image and the camera was not registering when plugged into the video system. The customer also reported that one of the connectors was chipped. The issues were found during a procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no display due to an e226 error message caused by a faulty connector. Also, evaluation found the video connector was chipped and the serial plate was faded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty connector could not be identified. The event can be detected/prevented by following the instructions for use which state: ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.